Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement a few days post implant. Boston scientific technical services (ts) recommended a chest x-ray to assess the lead. Additional information was received that the lead was explanted and tissue was noted in the helix. There were no additional adverse patient effects reported.